Event description:
It was reported that an asymptomatic patient presented remotely. A remote transmission showed that the patient's right ventricular (rv) lead exhibited electromagnetic interference noise oversensing which caused pacing inhibition. No intervention was performed. The patient had no adverse consequences due to the event.